Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available

Event description:
It was reported that the blockage alarm on the solis unit went off multiple times, but when replaced the same consumables and used a different solis, the blockage alarm went off. Per reporter, this event occurred while in patient use at the patient's home. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The device was in used conditions. The device was inspected and had no damage, scuffs, pinch marks, cracks, crazing, or cuts observed. The device was filled with 50 ml of colored water using a syringe to detect any occlusion and no issues were detected.

Manufacturer narrative:
H3: one picture was received for evaluation. No discrepancy was detected in the photo received considering the failure mode reported. The issue could not be confirmed, and a root cause was not determined. If the sample is received, the complaint will be reopened.